Event description:
It was reported by service report that the bed functions stopped working. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Set screw out of adjustment and not activating limit switch.